Event description:
Investigation of the returned sample bd ser plastipak 3ml ll 30x7al/un syringe revealed a cracked barrel. The following was provided by the initial reporter translated from portuguese to english: "customer has purchased a contraceptive medication but the syringe is defective, she was not able to draw the content from the vial and has lost the liquid." Was there any impact to patient? Please describe it; no, the product was not used because the product was lost in the syringe nozzle. The pharmaceutical company chose to use a new product (ampoule + syringe). Was an aspiration needle used? Needle from the syringe itself. - if observing the needle through the light, is it clogged? Yes, apparently it wasn't, but it was resistant to sucking up oily products. - is the plunger movement difficult? Yes, to vacuum the product. - does the plunger move till the end of barrel? When empty, yes, however, it is difficult to vacuum up oily products. - was any crack or physical damage observed in plunger, luer or barrel? If so, describe it; no easily detectable damage was identified. - is the stopper well positioned? Yes.

Manufacturer narrative:
B.3. The date of the investigation findings has been used for this field. Sample and photo received by our quality team for investigation. Through visual inspection of photo, syringe with liquid is observed. Sample evaluation was performed, it is observed the barrel is cracked. A device history review was performed for lot 1357474, maintenance record related to the incident was identified . Based on the team's investigation, possible root cause is associated with damage or hit on syringe during manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.